Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to low blood glucose on 17-june-2024. The patient was admitted for 2 to 3 hours. The blood glucose level during the event was 39 mg/dl. No further information was available.